Event description:
Pt having problems with cadd legacy 6400 pump (B)(4), alarming no disposable, pump not running despite cassette replacement and cleaning. Replacement device sent. Did the reported product fault or contribute to pt or clinical injury? No. If yes, was any medical intervention provided? Please explain. Is the actual device is available to be returned for investigation. Dose or amount: na. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2016 to ongoing.